Manufacturer narrative:
Lot 240929r reported for difficult uncapping; no harm to patient. DHR review confirmed records met release specs. Functional testing on retain samples showed caps removable within limits. Actual device not returned; failure unconfirmed. Product was made under controlled conditions. Investigation closed.

Event description:
No harm to patient. The green lancets in lot 240929r.they dont uncap without hindering the ability to prick a patient.